Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy (ursl) procedure. During the procedure and inside the patient, the loops were entangled with the suture thread, causing the loops to break when untied. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent renal tip torn was torn and both loops were detached in one section. The positioner and pouch were returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and is removed using excess force, the stent could get detached/separated and torn during preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy (ursl) procedure. During the procedure and inside the patient, the loops were entangled with the suture thread, causing the loops to break when untied. The procedure was completed with another same device and there were no patient complications reported.